Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in fair condition. There was no motor activation or evidence of fluid flow. The root cause of the reported issue was found to be a faulty pump assembly. Also secondary fault was found to be leaking from the water reservoir due to a cracked tank cover. Actions were taken to mitigate the reported issue: are unknown.

Event description:
It was reported that the warmer had a bad pump. No patient injury was reported.